Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter tip had been bent just distal to electrode ring 3, with the shaft material fracturing at this location. Conductor wires 1 and 2 were fractured at the location of the fractured shaft, consistent with the open circuits detected and the reported distortion.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter with exposed internal components.